Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead was shocked for a ventricular arrhythmia. During shock delivery, the lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The r wave amplitude measurements were low during the ventricular arrhythmia, leading to undersensed signals. The rv pacing impedance measurements had also gradually increased but were within normal limits. No noise was observed, and the device was able to detect the arrhythmia and deliver therapy appropriately. Technical services (ts) discussed that this was likely due to a lead to tissue interface change and discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.